Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient was not getting good results including being totally incontinent, having accidents and going through a bad period. Additional information was received from the consumer. The patient noticed adverse bowel symptoms: the therapy was stopping her bowel, she had bloating in 2017. It was reported the health care professional (hcp) wanted to replace both stimulators, so patient turned ins off about 6 weeks before that scheduled surgery, around the beginning of (B)(6). As a result of turning both ins off, patient noted everything was the same as it was but she had no vaginal or back discomfort, and she is having her bowel movements and bloating has gone down. The caller noted that insurance denied the surgery saying it seemed unnecessary, and patient was calling to ask if ins can be left in and the patient was advised to consult with their hcp regarding the options. It was noted the patient was seeing a new doctor and they recently did a check, bladder is clean, no cancer. Everything was fine. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). The rep reported that they were not aware of any ancillary symptoms and noted that they were only aware of the patient having severe urinary symptoms and painful stimulation. They were not sure what the exact date was because this was primarily managed by their managing physician. The rep noted that several impedance checks had been done in the office on the patient¿s devices and there were multiple errors on their device(s). It was indicated that attempts were made by the hcp with assistance from reps to program around impedance errors without success. To the rep¿s knowledge the patient was still symptomatic and they assumed that this was why the hcp had suggested that the devices be removed. No further complications were reported or were expected.